Event description:
The product was used during a laparoscopic appendectomy procedure. Reportedly, during the procedure, bleeding occurred. The surgeon converted to a laparotomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.